Event description:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed: inratio precision data provided by end-user lot: date: 2009. 1st: inr=4.2, 2nd: inr = 3.2.

Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed. Per internal procedure, the mean of the inratio meter & comparative system inr were calculated. Both inratio & lab values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested if it is returned. Inratio precision data provided by end-user lot: date: 2009. 1st inr=4.2, 2nd inr=3.2. Inratio meter: mean: 3.7, sd: 0.7, %cv: 19.1. The 19.1% cv is less than 20%. Inratio meter results pass the criteria for precision. Hence, no further testing is required at this time. No corrective action is required at this time, as no product deficiency was established. As of 2009, the meter is not expected to return. No further investigation is required at this time.